Event description:
A surgeon reported during an anterior vitrectomy procedure, there was no irrigation when the foot pedal was pressed, however when the scrub nurse pressed the continuous irrigation button, there was irrigation. The procedure was completed with no pt harm. Additional information has been requested but has not been received to date.

Manufacturer narrative:
The customer reported the system had no irrigation when the footswitch was depressed. The continuous irrigation option was selected and the irrigation function returned. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).